Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. Implant date - estimate. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Reportedly, a non-abbott drug coated balloon has caused vessel remodeling and thrombus was seen at 6-12 months. An unknown supera 6f was also used in the procedure. It is unknown at this time how the thrombosis was treated. No additional information was provided.

Manufacturer narrative:
(B)(4). The UDI# is unknown because the part number and lot number was not provided. The device was not returned for evaluation. A review of the lot history record could not be performed because the part and lot numbers were not reported. The reported patient effect of thrombosis is listed in the supera instructions for use as a known patient effect associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.